Event description:
The patient was a male with 2-vessel disease and a history of a previous CABG (1989). The indication for the index procedure was stable angina pectoris. Heart rate at baseline was 73/min and blood pressure was 120/60. Lvef was greater than 50%. The first target lesion was the mid left anterior descending artery (lad). Vessel diameter was 2.5mm and the lesion length was 16.4mm. Pre-procedure stenosis was 72.5%. The lesion was de novo and a bifurcation with an inability to protect a major side branch. The lesion was pre-dilated with a 2 x 15mm balloon at 20atm. A stent was deployed at 20atm. Post-procedure stenosis was 56.6%. There was a gap between this stent and the other stents. The 2nd target lesion was the second diagonal. Vessel diameter was 2.3mm and the lesion length was 19.7mm. Pre-procedure stenosis was 60.9%. The lesion was de novo and pre-dilated with a 2.5 x 15mm balloon at 12 atm. Another stent was deployed at 14 atm. It was abutting the other stents. Post-procedure stenosis was 39.4%. After placing the first stent and the second stent, an edge dissection to proximal lad was observed and treated with the third stent. Vessel diameter was 2.6mm and the lesion length was 10mm. Pre-procedure was 66%. The lesion was de novo and a bifurcation requiring double guidewire. Lesion location according to medina classification was 1,0,1. The lesion was not pre-dilated. A t-stenting technique was used. The third stent was deployed at 12atm due to a dissection. The stent was post-dilated with a 8 x 2.5mm balloon at 20 atm because of the dissection and because it was not fully expanded. Post-procedure stenosis was 47%. Post-procedure peak ck, ck-mb and troponin were all greater than or equal to 5 times above upper normal limit (unl). The patient was discharged the day after the procedure. Medications at discharge were aspirin and clopidogrel.

Manufacturer narrative:
The patient was followed up a month and six months after the index procedure and he was asymptomatic. Medications were ongoing and uninterrupted. Seven months post-procedure, the patient underwent an elective CABG after a positive stress test. There was no evidence of a myocardial infarction. The patient had a 50% focal in-stent restenosis of the stent in the mid lad. There was peri-stent restenosis (within 5mm of the stent) proximal to the stent. The patient had 90% focal in-stent restenosis of the stent in the 2nd diagonal and a 50% restenosis of the stent in the proximal lad with proximal peri-restenosis. The timi flow was 3 in all lesions. Stent thrombosis was confirmed in all 3 stents by angiography. The patient was followed up five months later and he was asymptomatic. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2008-00238 and 9616099-2008-00240. A device history record review was conducted and this lot of product met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.